Event description:
Per the neurologist, the issue was resolved as the tablet was plugged into 2 other rooms without problems. No additional relevant information has been received to date.

Event description:
It was reported that the physician's tablet was plugged into an outlet and sparks flew out of the outlet it was plugged into. The outlet was reported to be the normal place where the tablet was charged. The tablet was then taken into another room and the tablet was plugged into another outlet, and sparks flew out of that outlet as well. The tablet itself still functioned properly. No further relevant information has been received to date.